Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they need help with a sensor. Customer's blood glucose was 88 mg/dl at the time of the call but the previous day was at 27 mg/dl. Customer's husband treated the low blood glucose with a glucogen shot. Customer declined troubleshooting. No further information was given.